Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a red screen of death "45169" error. There was no reported patient involvement.

Manufacturer narrative:
The suspected device was returned for evaluation. Review of the event history log (ehl) showed error code 45169. A functional test was performed, and the reported issue was confirmed. The cause of the reported issue was due to the motherboard. As a result, the motherboard was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair and was returned to the customer.